Event description:
It was reported that patient presented for an implant procedure. It was noted that the left ventricular lead was difficult to insert through an inner catheter during the procedure. The lead was not used and replaced during the procedure. The patient was stable.